Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose of 380 mg/dl. The customer felt that the insulin pump malfunctioned because as soon as he was released, he went back on the insulin pump and experienced high blood glucose levels. The customer stated he left the insulin pump on a piece of paper all night, and no insulin came out the entire time. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump was working as designed. Nothing further was reported.